Manufacturer narrative:
No product or photo was returned by the customer. It was reported by the customer that bd smartsite extension set 0.2 micron low protein binding filter would not prime, may have been occluded. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20028e because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Manufacturer narrative:
E1. Address information was not able to be obtained, therefore, nj was used as a place holder. E4. The initial reporter also notified the FDA on 08 aug, 2023 . Medwatch report # mw5122978 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was occluded. The following information was received by the initial reporter with the verbatim: bd smartsite extension set 0.2 micron low protein binding filter (ref #20028e; lot# h37020028e19) would not prime, may have been occluded. This tubing was not hooked up to patient's IV site. New filter obtained from pharmacy, working well.